Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 82181107 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 4cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used; however, the shaft ruptured during its initial inflation. The whole was torn. There was no reported patient injury. The device was stored handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. The balloon did not inflate normally. The balloon catheter was removed easily and intact. A non-cordis device was used to complete the procedure. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2,h3 and h6 have been updated accordingly. As reported, an 8mm x 4cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter was used; however, the shaft ruptured during its initial inflation. The whole was torn. There was no reported patient injury. The device was stored handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. The balloon did not inflate normally. The balloon catheter was removed easily and intact. A non-cordis device was used to complete the procedure. The device was returned for analysis. A non-sterile saber rx 8mm x 4cm 155 was received for analysis coiled inside of a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. A leakage of water was observed on the body/shaft area of the unit. Per sem analysis on the unit¿s leakage, results revealed that the body/shaft burst was caused by a rupture on the body/shaft area. The inner surface presented no anomalies adjacent to the body/shaft rupture. The outer surface presented evidence of tears and scratch marks adjacent to the body/shaft area rupture. This type of damage is commonly caused during the interaction of the body/shaft material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed tears and scratch marks on the body/shaft area surface that probably led to the ruptured condition found on the received device. It appears the body/shaft material near the rupture was torn either due to the interaction of the body/shaft with calcified spicules located on the lesion or with a sharp object from the outside of the body/shaft. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82181107 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft burst - in-patient¿ was confirmed during device analysis. The exact cause could not be determined. Device analysis revealed tears and scratch marks on the body/shaft area surface that most probably led to the ruptured condition found on the received device. Based on the information provided it appears the body/shaft leakage was caused by the interaction of the balloon material with a sharp object. It is likely vessel characteristics, although unknown, may have contributed to the reported event as calcified spicules may easily damage balloon material. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.